Event description:
Reporter indicated that vns pt was hospitalized because pt thought that they were having another heart attack. The pt had reportedly had a recent heart attack after which they underwent stent placement. Treating cardiologist reportedly found nothing wrong with the pt's heart and indicated that no treatment was given at the time that they had the heart attack that may have damaged the ncp system. The pt continues to experience a feeling of their heart pounding in their ears that sometimes awakens them from sleep. The pt also reports feeling this sensation in their neck and that they can feel their heart rate increase at times. These feelings are constant and do not coincide with device stimulation. Treating cardiologist reportedly indicated that he does not believe that the pt's symptoms are related to their recent heart attack. Treating neurologist indicated that the events were not related to the ncp system and that no intervention was planned. Neurologist indicated that the events were possibly cardiogenic. The pt reported that their device is programmed to the lowest possible setting (0.25ma normal mode output current) and that they sometimes feel as if the device stimulates longer than it is supposed to. The pt experienced similar problems with heart palpitations in the past when device settings were increased, but that the problems resolved with a decrease in parameters.